Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the balloon catheter showed blood inside the balloons. A dissection and pressure testing showed a guide wire lumen kink 1.56 inches proximal from the tip. Also, a system notice indicating that the safety system detected fluid in the catheter and stopped the injection confirmed through testing. In conclusion, the catheter failed the inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, blood was detected in the balloon catheter. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.